Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 07/14/2016. (B)(4).

Event description:
A facility representative reported endophthalmitis following an intraocular lens (iol) implant procedure. The patient had a corneal ulcer as a result of this event. A pars plana vitrectomy (ppv) was performed. This patient has been noted to be non-compliant. The lens remains implanted.